Event description:
The target lesion was the proximal left circumflex. It is unknown if the lesion was de novo, but it was heavily calcified and moderately tortuous. There was 99% stenosis. A guide wire (runthrough ns) crossed the target lesion and pre-dilation with a balloon (lacrosse 1.3/10mm) was conducted. Then a cypher (2.5/18mm) was delivered to the target lesion but it would not cross the target lesion. Therefore, pre-dilation was conducted again and the cypher was redelivered, but it did not cross the target lesion. The physician confirmed the stent to be flared at the distal end. Since there was a possibility of the stent dislodging from the sds due to the flare, the physician stopped using the cypher. Therefore, a different stent (taxus liberte 2.5/16mm) was delivered to the target lesion and implanted at the target lesion without problem. There was no patient injury reported and the procedure was finished successfully. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device (lot 14058980) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.